Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has cracks case at display window corners, lcd window and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 6.1 mmol/l. The discontinuation of the device was advised. Nothing further was reported.